Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose reading. Customer stated that she went to a wedding the day before. Customer stated that each time that she ate, she put the pump on to take a bolus to cover the food. Customer then took the pump off as she had the lantus in her body. Customer did that for 2 days until all the lantus was gone from her body. Customer stated that she was not off the pump for more than a few hours before putting it back on. Customer stated that she was off the pump basal for about 2 days and always took the pump bolus. Customer stated that she had some issues with the keypad. Customer stated that the buttons seem like they are stuck. Customer's current blood glucose is 428 mg/dl. Customer stated that the pump was off while she was out by the pool. Customer is taking manual injections now. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.